Event description:
The patient underwent right heart catheterization with sendor recalibration on (B)(6) 2025.

Manufacturer narrative:
The following sections were updated/corrected/added: a2, a3, a4, b4, b5, g3, g6, h2, h6, & h11. H2: evaluation summary: the sensor was not returned for evaluation as it remained implanted in the patient. The device history record (DHR) for the sensor lot was reviewed and it was confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the sensor lot at the time of manufacture. The patient underwent a right heart catheterization with recalibration which confirmed that the system was performing as intended and within the expected accuracy limits. As a result, the event was not confirmed. Based on the information provided, no further corrective or preventative actions are required at this time.

Event description:
The patient's data was reviewed by endotronix's internal monitoring program and suspected sensor inaccuracy was identified. The site has been informed to schedule a recalibration. The patient is scheduled to undergo a right heart catheterization (rhc) and recalibration on (B)(6) 2025.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.